Manufacturer narrative:
Concomitant medical products: model: 4068-52, lead; implanted: (B)(6) 2001. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and noise. No interaction or reprogramming was completed at this time. The lead currently remains in use. No patient complications have been reported as a result of this event.